Event description:
On 10/10/25/1999, the distributor informed the manufacturer (MFR.) Via a faxed report of the following: on 10/21/1999, the facility's purchasing agent informed the distributor that per the customer, "unable to advance the catheter on the chamber post without rupturing the catheter." The distributor has already issued a replacement device to the facility. The device was scheduled to be returned to the MFR. For analysis. No further details were provided.